Event description:
It was reported that patient was having side effects and bad reaction from dilaudid and prialt that were delivered via the pump. Reporter stated that ¿prialt effects people who would have psychiatric illness and irritability and confrontational things like that and proper tone up and proper judgment, and also dilaudid is known to cause problems with your mouth. It's not a side effect on like your fluid and mucus coming up from your throat, gets caught in your mouth and your teeth and your gums and tongues. It's very, very unsanitary and impossible to deal with¿. It was stated that this happened about three or four weeks ago when patient¿s ¿mouth and getting things cold in throat and coming up through the mouth and saliva¿. Patient was spitting all the time that was a discomfort. Patient had the side-effects of mucus and extra saliva, not swallowing, chest congestion. Mucinac would break it up but patient was unable to cough as well with this. Patient felt that if he was able to cough, it would be like 75 percent of his problems weaned, but in this condition he cannot cough, ¿there's too much stuff around there are damage to my chest, lungs, throat is not allowing me to cough it up. So I'm not coughing, it's not good. Spitting all the time is not good, I'm told¿. Patient felt this is very uncomfortable and disgusting. ¿it's got a bad odor like almost smells like cigarette like things, like ash from an ashtray got poke in there, feels like I got cough or I'm trying to spit out or get rid of, like trash, like garbage that shouldn't be in my mouth¿. It was indicated that patient was in touch with his pump managing physician in regards to these symptoms. Patient had been to the ER and did blood work that showed he was losing potassium from spitting all the time and was told that if they didn¿t replace his potassium he can go into heart arrhythmia. Patient was uncertain if spitting all the time and coughing was actually lowering his potassium and blood. It was further added that patient currently was in a mental hospital because, the ER doctor was troubled with the fact that patient was trying to force this out of his mouth or use objects/ things that shouldn't be going into your mouth. He thought patient was acting desperate, into self-mutilation or self-injury. So he sent patient to a mental health evaluation. And patient had been there since (B)(6) 2013. It was stated that they all plan on letting patient leave until (B)(6), next week; patient had signed a voluntary discharge.

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4), product type programmer, patient product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter product ID 8781 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter (B)(4).

Manufacturer narrative:
(B)(4).